Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.